Event description:
The lay user / patient contacted lfs on october 19, 2010 alleging inaccurate high readings on her one touch ultra meter. The patient mentioned that the reported issue began on (B)(6) 2010 at 12:15pm. The patient mentioned that she tested on her meter and obtained a 118 mg/dl, and at 2:15pm, she developed symptoms of feeling shaky, blurred vision, and feeling nervous. The patient ate more food/drink and did not seek any further medical attention or contact her physician for assistance. A quality control test was not done since it was unknown whether the control solution was expired. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, she developed symptoms and suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
A customer reported to baxter (B)(4) that the spike of a transfer set separated from the spike port of a yset during drainage. The customer reported that the connector cover was not used. There was no patient injury or medical intervention.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that the up arrow is sticking and requires multiple presses for the pump to respond. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.